Manufacturer narrative:
Additional information: b5.

Event description:
Additional information received indicating that device reprogramming has been conducted to resolve the event. It was also noted that the event typically occurs following the patient's gym session. There were no known patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of oversensing that resulted in automatic mode switching were noted on the device. No intervention has been conducted at this time but device reprogramming is anticipated at the next in-clinic follow up. The patient experienced no consequences.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215